Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-11979. It was reported that the patient has deceased. The cause of death was noted to be from complications due to nontraumatic sepsis. The patient's system was removed. Further information was requested but not received.